Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the approximate sizes of the air bubbles are larger than champagne or soda pop bubbles. The customer was unable to suspend the pump because it kept rewinding. The customer mentioned an old no delivery alarm from the reservoir. The customer stated that there was a lot of air bubbles and frothiness in the insulin vial and it caused air bubbles in the reservoir. The customer was advised that the insulin vial is pressurized/gassed and needs time to stabilize. The customer was advised to monitor blood glucose and call back if needed.